Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), the electrode belt failed the pulse lead hi-pot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the pulse lead hi-pot test. Upon investigation the cable connecting ECG b to the distribution node (dn) was found to be pulled from the strain relief. The cause for the hi-pot failure was isolated to a shorted pulse wire in the cable connecting the dn to ecgs a and b and the front therapy electrode. The cause of the shorted wire was the pulled cable. The root cause of the pulled cable was unable to be positively identified but is likely excessive force on the cable section. No adverse event resulted from the damaged cable. The last patient to use this electrode belt did not report any deficiencies.